Event description:
It was reported that a user paired a new dexcom g7 continuous glucose monitor (cgm) sensor to the ilet pump but did not see glucose readings on the pump; no pump alarms were present, and the user was guided through re-pairing and instructed to allow time for pairing to complete. No adverse clinical symptoms reported. Outcomes included no clinical impact and no medical intervention. User support included product troubleshooting and user education performed remotely. Investigation of this case revealed that the pump displayed a sensor pairing message after re-pairing guidance, consistent with a temporary communication or pairing issue between the pump and cgm without evidence of device malfunction or alarm generation. It was concluded, based on previously established findings for similar reports, that the cause was user transient interface or connectivity interruption during sensor pairing.

Manufacturer narrative:
Initial.